Manufacturer narrative:
Additional concomitant medical products: lead 457445, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead thresholds have been rising for the last six months. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.